Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for erosion. Cpi physician's manual 353504 004a page 29 list erosion as an adverse effect of this ipg.